Event description:
It was reported that a replace emergency backup battery (ebb) alert was noted. The ebb was disconnected and reconnected/reseated. No further alerts were noted. Log files captured on (B)(6) 2025 at 9:27:49, what appeared to be the re-seating of the ebb ribbon cable. This was completed to try and resolve the ebb faults. After the battery was reconnected, it appeared to have resolved the ebb fault issue. It was further reported that the ebb faults returned post replacement, which was the third ebb fault in 6 months. The system controller was exchanged, and no further alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient information corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via log file analysis. Data on (B)(6) 2025 was reviewed. The controller event log file revealed backup battery fault alarms were intermittently captured throughout. The backup battery fault alarm was consistently active when the black power cable was disconnected, and the alarm would clear when the black power cable was connected. The returned 11v battery (serial # (B)(6)) was installed into a test system controller and was able to support the system for a minimum of 15 minutes. Both power cables were disconnected independently, and the system operated on the backup battery with an expected power cable disconnect alarm. The battery was discharged and fully charged in a test system controller. After charging completed, self test was initiated during extended operation. A backup battery fault alarm could not be reproduced during the evaluation. A root cause of the backup battery fault alarm captured in the log file could not be determined. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a replace backup battery (ebb) alert was noted. The ebb was disconnected and reseated. No further alerts were noted. Log files were sent for review, and the log file captured on (B)(6) 2025 at 9:27:49, what appeared to be the re-seating of the ebb ribbon cable. This was completed to try and resolve the ebb faults. After the ebb was reconnected, it appeared to have resolved the ebb fault issue. The patient had another ebb fault on (B)(6) 2025, found in the system controller's event history. Log files were submitted for review and captured the reported ebb fault. The ebb was exchanged by the customer, which resolved the alarms. The previously reported controller exchange to troubleshoot ebb faults for a separate patient will now be reported under MFR #: 2916596-2025-02805.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.